Event description:
(B)(6) received a report that an electrical venous occluder (evo) slightly repeated vertical movement at the 0% position. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in (B)(6), japan. Through follow-up communication with customer, livanova learned that calibration of the involved unit was successfully performed; the issue occurs both with 3/8 x 3/32 and 1/2 x 3/32 tube sizes. A livanova field service representative was dispatched to the facility to investigate the device and could reproduce the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The unit was returned to the livanova technical service department. The unit was checked and tested: the manetframe, the linear actuator and the tolerance sleeve were replaced. The flash update and the nvmem erase, the mechanical and the pin point calibration was performed and passed. Therefore the unit was put back released back to regular service. A complaints database review has been performed and revealed that no further issues have been submitted for this unit since its installation in 2015. The most likely root cause is a faulty evo linear actuator most likely due to wearing of the parts. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.